Manufacturer narrative:
Product performance engineering was unable to complete their analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the guiding catheter was returned with thick blood visible on the entire length of the catheter. There was no contrast visible. There was no packaging returned with the guiding catheter. The proximal shaft, 42 cm distal to the base of the luer, was twisted for a length of 1 cm. The outer jacket was torn and stretched, the inner braid was intact. The guiding catheter was inside another company's sheath which was on the proximal shaft, proximal to the twisted area. There was no other damage noted to the guiding catheter. An attempt was made to remove the guiding catheter from the sheath, but it could not be removed past the twisted shaft. An attempt was made to pass a 0.35" guide wire through the guiding catheter, but the guide wire could not pass through the twisted shaft. Product performance engineering was unable to complete their analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: surgical intervention to remove guiding catheter and sheath. Device issue: kink/difficult to remove. It was reported that during the procedure, the viking optima guiding catheter lumen became kinked and twisted when torque was applied. The .035 guide wire was unable to cross through the kinked part of the guiding catheter. The guiding catheter and the sheath could not be removed from he patient's body. Another puncture was made in the left femoral and the procedure was completed using the viking 7f guiding catheter and a long sheath. The viking optima and sheath were removed by emergency surgical operation. No additional event or patient information is available.